Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite was used during an anterior repair procedure on (B)(6) 2016. According to the complainant, during the procedure, there was difficulty pulling the device through the sacrospinous ligament. The surgeon checked and confirmed that the device was in the correct position on the ligament. The device was pulled in force through the ligament and may have tore the plastic sheath at the end of the sleeve. There were no patient complications reported as a result of this event.